Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: as per the reported by user. There was unusual amount of smoke at the tip while the probe was activated inside the abdomen of the patient, observing this the surgeon immediately took out the probe from the patient. And on observation outside they found that almost ¼ of the distal end of the shaft (ace36e) was very hot and they also found that the tissue pad melted and almost getting detached from the clamp arm, on touching the entire tissue pad got detached and fell into the tray(but they failed to preserve the tissue pad). So there was no harm or unintended effect to the tissue or patient. Then surgeon took one more probe (ace36e) and finished the surgery. The surgeon was holding little tissue between the jaw at the time of activation.

Event description:
It was reported that prior to an a total laparoscopic hysterectomy procedure, the harmonic ace36e produced lot of smoke at the tip and when it was taken out from the patient and observed ¼ of the distal end of shaft was very hot and this heat melted the tissue pad and tissue pad fell down. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2016. Batch # n9098j. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the reported smoke and the heat issue was generated by the tissue pad being melted. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.